Manufacturer narrative:
It was reported that during an ortho procedure the tip of the cautery device caught fire. The flame ceased when the clinician shook the device. The generator was not a medline device. The facility is evaluating whether the generator played a part in this incident. There was no injury or medical treatment provided. The sample was returned. Visual inspection revealed evidence of charring material on the tip. We tested a sample from stock in both the cut and coag modes and it performed as intended. Activation of the cautery device and subsequent contact with metal can result in arc formation which is a risk for fire. It is unknown if the device came into contact with a metal instrument. The device is a component in a custom surgical pack and is manufactured by covidien. The sample has been sent to covidien for their evaluation. As the manufacturer of the device, covidien will make the determination if any corrective action is indicated.

Event description:
It was reported that the cautery device caught fire. The flame ceased when the clinican shook the device. There was no patient injury or the need for a medical intervention.